Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, pain and exchange. Patient reported "hardened, developed a blood cot (not device related) and ended up in the hospital." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ visibility/palpability : unable to observe since it is a medical event and is not related to the device. Deep vein thrombosis or thrombus-ndr : not applicable as the event is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ deformation observed. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii, pain and exchange. Patient reported left side "hardened, developed a blood cot (not device related) and ended up in the hospital." Device remains implanted.